Manufacturer narrative:
Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss shown in power graph for different periods of time and had high sleep current, problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected battery power loss. The customer was assisted with troubleshooting. Customer received a low battery alert prior to the replace battery alert. Customer stated the battery was not previously used and the battery cap not loose and cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.